Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, the patient experienced an early sensor expiration notice. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.